Event description:
It was reported that the device had a power on reset (por). The por caused the device longevity and battery voltage to be inaccurate. The por was cleared and the device seemed to be working properly. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that there was an illegal address on the power on reset (por) on 2013-(B)(6). There was an electrical reset alert. (B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.